Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. Review of the transmission revealed a premature decline in the battery life of the implantable cardioverter defibrillator (ICD). ICD explant procedure was recommended but was not performed at this time. There were no adverse consequences to the patient.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was below end of life when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit in the hybrid was found to be the cause of the high current drain and premature battery depletion.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, d9, h1, h3, h6.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient condition is unknown.